Event description:
It was reported with a user facility medwatch #362-330-2001-02 that the device was used during an unknown procedure. It was reported that the clip applier misfired during procedure, not applying clips. Unknown how the case was completed. There was no pt consequence.